Event description:
Reportedly, after implantation of an intraocular lens (iol) into the left eye it was discovered that the lens optic had a scratch on it. The lens was removed and replaced with a different lens model. The incision was enlarged sutures were required.

Manufacturer narrative:
According to the reporter, the device was discarded and is not available for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.